Event description:
A report was received that the patient would have a pocket revision due to discomfort. The patient's ipg was moved to his abdomen. The patient was reportedly doing well after the revision.

Manufacturer narrative:
This is the final report.